Event description:
Dexcom sensor has been alarming that he is low, when he is not. The sensor is not falsely reading low, the receiver is alarming despite being set to alarm only for sugars below 80 mg/dl. Sugars were reading 90-98 mg/dl, but receiver was alarming despite this. There were similar episodes on (B)(6) 2023.